Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 34mg/dl. The customer called back and stated that she may have dropped the device on the carpet, but could have been on the tile and the drive support cap was sticking out. Advised the caller to disconnect from the insulin pump and revert to back up plan. No further information was provided.